Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the staff was unable to deflate the balloon with the syringe during removal. The catheter was cut in an attempt to drain the balloon, but was also unsuccessful. The catheter was removed after manual manipulation through the vaginal tissue.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." Corrections: adverse event or product problem, outcomes attributed to adverse event, date rec¿d by MFR, type of reportable event, and device evaluated by MFR.

Event description:
It was reported that the staff was unable to deflate the balloon with the syringe during removal. The catheter was cut in an attempt to drain the balloon, but was also unsuccessful. The catheter was removed after manual manipulation through the vaginal tissue.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the staff was unable to deflate the balloon with the syringe during removal. The catheter was cut in an attempt to drain the balloon, but was also unsuccessful. The catheter was removed after manual manipulation through the vaginal tissue.